Event description:
Customer reported "does not work when certain part of cable is wiggle mp5 monitor and mx800 monitor: when a certain part of the cable is wiggled readings fluctuates between 92 to 100% and cannot stabilize. There were no pt injuries associated with this cable. The cable was tested with lnop dci lot 15c07 in the shop. I swapped this lnop mp12 cable lot: 14c59 with another lnop mp12 cable and stabilized. Replacement cable works fine." No known impact or consequence to pt.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Manufacturer narrative:
The returned cable was evaluated. During eval, the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Manufacturer narrative:
510(k) number was updated to k050068.